Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a red irritation under the lifevest. The patient's physician put a piece of gauze over the irritation. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.